Event description:
Surgeon complained that 2 of 4 screws imnplanted in 2004 were confirmed by x-ray at a post-operative appointment to have backed out. Surgeon explanted the plate. 4 screws and 4 locking screws. Surgeon slecdted a new plate 4 of the same locking screws, and 4 slightly larger screws and implantation was completed successfully.